Event description:
Covidien rec'd info that the 840 ventilator graphical user interface (gui) display flickers and was alarming. The device was not in use on a pt when the malfunction occurred.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and the malfunction was verified. The gui printed circuit board (pcb) was replaced. The ventilator passed all testing.